Event description:
It was reported an angio-seal device was selected for use. During a follow up hospital visit, the patient had a diagnostic angiography procedure. The patient stated prior to the procedure that they were experiencing some pain in their leg. The physician punctured the left side of the groin and performed a femoral angiogram of the pelvis area. There was no contrast on the common femoral artery where the angio-seal was located. It looked like an occlusion. The physician called the radiologist and used a balloon to dilate the common femoral artery. Blood flow was observed again on the angiogram. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.